Event description:
The pt's pump was explanted and replaced due to suspected failure. The pt's pump serial number was within the "beginning 1999" population for the gear shaft wear physician communication. No pt symptoms or outcome was reported. The drug contained in the pt's pump was not reported. Additional info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional info is received.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.